Event description:
Complainant alleged that while attempting to defibrillate a gunshot victim pt (age & gender unknown), the device failed to discharge via internal handles. Complainaint indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.